Event description:
It was reported that the patient developed a major infection where they inserted the wire. It was noted that the infection had resolved and the patient couldn¿t remember exactly when the infection had occurred but they thought it was in 2009 or 2010. It was noted that maybe it was a different company¿s device because the patient¿s information was not able to be pulled up in the system.

Manufacturer narrative:
(B)(4).